Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the reload did not open at all, not involving tissue, the instrument was difficult to fire but completed the firing sequence and the jaws of the device remained closed on tissue after firing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open proximal pancreaticoduodenectomy, after the first firing for the resection of the stomach, the jaws of the reload could not be opened. The surgeon could not fully pull the black return knob. It was stated that there were no issues when clamping the tissue, however, the device was stiffer than usual while firing. The reload was slowly removed from being locked on the tissue. The handle and reload were replaced to complete the case. There was no patient injury.